Event description:
Product analysis was completed for the programming wand. The battery was not returned; consequently, an analysis of the battery condition could not be performed. After the battery was installed, the programming wand performed according to functional specifications. Product analysis was completed for the handheld device. No anomalies associated with the handheld performance were noted. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard. No anomalies associated with flashcard software were identified. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device was not functioning. The handheld appeared to power on but the screen was blinking black and white. The handheld device, software flashcard, and programming wand have been returned to the manufacturer where analysis is currently underway.